Event description:
The dealer is reporting that on 11/14 the crutch broke in half and the customer fell to the floor. She reports a bruise on her hip and no other injury. He states it broke in the middle where the leg portion meets the rest of the frame. End user was indoor in her bedroom when it happened. No further information available at this time.